Event description:
It was reported that when the patient presented in the operating room for device change-out due to normal eri, high, out of range pacing lead impedance and high capture threshold were observed. The impedance had been trending up over the past few years. Due to the health of the patient the physician elected to make programming changes and monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.